Event description:
A customer reported that unexpected negative reactivity was obtained on the antibody screening assay on galileo echo (B)(4).

Manufacturer narrative:
The result files were reviewed by an immucor technical support specialist. The initial samples that resulted as negative with all cells visually appeared positive in cell 1. Additional samples were drawn and the expected positive results were obtained. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.